Event description:
The complainant reported a (B)(6) caucasian male with no history of cardiogenic shock and ef 35. The patient was brought to cardiac lab (cath) from the emergency room (ER), impella cp was placed through right femoral artery (rfa) without incident. On (B)(6) 2018 the doctor tried to reposition the device due to hemolysis above 100 level and low flows caused by device being wrapped up in the mitral valve (mv). After multiple attempts and accidentally pulling device out of the heart and unable to re-cross, the decision was made to take the patient to the cardiac catheterization laboratory (ccl) to replace. Upon set up of a new device, the patient began to decompensate and doctor was able to re-advance the current pump back across the atrioventricular node (av). The pump was explanted on (B)(6) 2018.